Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced inappropriate therapy due to wide r and t wave morphology and reduced r wave amplitude, leading to double counting and t wave oversensing. Simulations showed that turning smart pass off could prevent oversensing, but there was concern it might oversense normal rhythm. The field representative explained that the patient is already scheduled for a generator change to a cardiac resynchronization therapy defibrillator (crt-d). While in the ed, the patient has been intermittently in and out of rhythm. The plan is to review the risks of smart pass off versus on; a holter monitor is also being considered. The electrode remains in service. No additional adverse patient effects were reported. Additional information obtained, the device delivered two inappropriate shocks; patient is schedule for an sicd explant and upgrade to an biv implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced inappropriate therapy due to wide r and t wave morphology and reduced r wave amplitude, leading to double counting and t wave oversensing. Simulations showed that turning smart pass off could prevent oversensing, but there was concern it might oversense normal rhythm. The field representative explained that the patient is already scheduled for a generator change to a cardiac resynchronization therapy defibrillator (crt-d). While in the ed, the patient has been intermittently in and out of rhythm. The plan is to review the risks of smart pass off versus on; a holter monitor is also being considered. The electrode remains in service. No additional adverse patient effects were reported.